Event description:
Procedure type: cholecystectomy. According to the reporter: the client reports that a part broke off the instrument and fell in the pt's abdomen. The piece was retrieved and the operating time did not increase by more than 30 minutes. There was no additional bleeding and no tissue loss. The incision was not extended by more than 2.54 cm; the operation was not converted in open surgery; no additional operation was necessary. No pt injury was reported, the pt is well today.

Manufacturer narrative:
(B)(4).